Event description:
A us distributor contacted zoll to report that a patient has psoriasis and that wearing the lifevest was exacerbating the issue. The skin will get irritated to the point the she will bleed. There was no alleged device malfunction contributing to the irritation. Patient was advised to use vaseline by a physician. The medical outcome of the rash is unknown.